Manufacturer narrative:
Isi has not yet received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mcs tip cover accessory allegedly fell inside the patient's anatomy and was unable to be found or retrieved. Unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the mcs tip cover accessory to fall off the mcs instrument and if the instrument accessory was actually retained inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The procedure was prolonged to conduct x-ray and CT scans to locate the fragment. However, the fragment was unable to be found. At this time, the location of the mcs tip cover accessory is unknown. In addition, it is unclear if the instrument accessory was retained inside the patient. Intuitive surgical, inc. (Isi) obtained the following information from the distributor about the complaint: the mcs tip cover accessory was installed with the installation tool. Electrolube was not applied to the mcs instrument prior to the mcs tip cover accessory installation. The customer did not feel any resistance upon removal of the mcs instrument through the cannula. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs tip cover accessory did not collide with any other devices during the procedure. The mcs tip cover accessory was not in contact with any hard material when the event occurred. The mcs instrument was removed during the procedure. The instrument¿s wrist was straightened upon removal. The mcs tip cover accessory was used for three hours. A pelvic dissection of the rectum was being performed when the device fragment fell into the patient. The procedure was completed with the da vinci surgical system. There was a delay of approximately three hours to search for the instrument accessory and then for patient radiological examination (rx-CT). The patient was informed of the loss of the instrument accessory.